Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that three beats were oversensed on this device. The oversensing was not reproduceable and lead measurements were within acceptable limits. Upon review, approximately three months prior, three increased right ventricular (rv) impedance measurements were greater than 2,000 ohms. No further complications were reported and to date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that there was a lead fracture on the competitor rv lead. This device, which was included in the subpectoral implant 2009 product advisory was initially communicated on (B)(6) 2009, was implanted subpectorally. During the lead revision procedure, the rv lead was explanted and replaced, as well as the device was explanted and replaced without complication.